Manufacturer narrative:
Catalogue and UDI: a review was performed to identify potential cassette products that had been shipped to the patient within a three month timeframe leading up to the event. During the review, it was identified that two different liberty cycler sets had been provided to the patient; (B)(6). The associated UDI for the products are (B)(4) respectively. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Prior to finding the leak, the patient had received a maker sure heater bag is on heater tray error message during fill one of their therapy. The patient canceled their treatment and noticed that fluid was leaking on the inside of the cassette door of the cycler. The following night, the patient attempted to use their cycler for therapy and received the same error message during fill one. Upon contacting a technical support representative, the patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their treatments using manual supplies while the cycler was unavailable. The patient did not develop any symptoms or require medical intervention following the event. The supplies used at the time of the leak were discarded. The patient has since received a new cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.